Manufacturer narrative:
This complaint was originally reported by the affiliate as a failure to cross of a smart stent. Analysis of the returned device showed that the stent was partially deployed about 0.3 mm. The target lesion was a moderately calcified mildly tortuous superficial femoral artery with a 100% stenosis. After pre-dilatation with a sterling balloon, a smart control sds was advanced but it failed to cross the target lesion. The lesion was pre-dilated again but the device still could not cross the lesion. The sds was removed. There was no reported patient injury. One non-sterile smart control, iliac 6x100sl 80cm was received coiled inside a plastic bag. Stent was received partially deployed about 0.3 mm. Locking pin was at the correct location. One kink was detected at 1.6 cm from ID band; this condition on the outer shaft could be related to the way the unit was sent for the analysis. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the stent condition "partially deployed" and kink could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported "failure to cross" by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
This complaint was originally reported by the affiliate as a failure to cross of a smart stent. The product was received for evaluation and analysis showed that the "one non-sterile smart control, iliac 6x100sl 80cm was received coiled inside a plastic bag. Stent was received partially deployed about 0.3 mm. Locking pin was at the correct location." It is unknown if the partially deployed stent occurred during the procedure. The patient was a (B)(6) male. The target lesion was superficial femoral artery. Moderate calcification and mild vessel tortuosity, the rate of stenosis was 100%. Approach was made contralateral with sheathless pv gc (ashahi intecc, 55cm). Some difficulty was experienced with cruise gw (sjm) while crossing the target lesion. The cruise was changed to another product (treasure/astato, sjm) and the lesion was crossed. After pre-dilatation was conducted with sterling (2x20 & 3x20, bsj) balloon, a smart control (complaint product) was advanced though the device failed to cross the target lesion. The lesion was pre-dilated again but the device could not cross the lesion. The procedure was completed by dilating the lesion with 4x20 sterling (bsj). There was no adverse event and the patient is in stable condition. There was no report of the stent being partially deployed during the procedure.